Manufacturer narrative:
(B)(4). (B)(4). Duckbill out of position. The analysis results of the device found that it was received with the duckbill detached from the sleeve. One potential cause for the condition found may be the snagging of an instrument during insertion. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Event description:
It was reported that during an unk procedure, the duck bill seal fell out of trocar into pt. Another device was used to complete the procedure. There were no adverse consequences for the pt. Add'l info rec'd 05/13/2010: the seal was retrieved by a grasper with the needle holder that was being used at the time. They just pulled seal through the trocar and a new device was inserted.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.